Event description:
It was reported that a patient with a  ventricular assist device (vad) presented with driveline cable sheath damage at the strain relief, extending to 1 centimeter above the driveline connector. The strain relief was torn but remained secure at the driveline connector and was not retracted. The patient indicated this was due to normal wear and tear and noted that the area had previously been taped by the site. The prior tape repair was removed and a sheath repair was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that the vad (B)(6) had previously been serviced. Review of the device history record confirmed that the associated device met all requirements for release. Review of available autologs report revealed no anomalies within the analyze period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed driveline sheath damage at the strain relief and damage to the strain relief. Visual evidence also revealed discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage and the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most li kely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.